Event description:
Customer observed liquid leaking out of the system solution drawer of their alinity m serial number (B)(6). Leakage has been found inside the instrument in the system solution drawer and also outside the instrument. The leakage was outside the instrument footprint. Customer identified the origin of the leakage which seems to be lysis. Customer was wearing protective equipment (ppe). No incident on personal staff. Field service engineer identified that the leak was coming from the lysis cradle. Cradle was removed and cleaned; removing all crystallized lysis in the system solutions drawer. Lysis cradle was later replaced. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
B5 updated to include, "lysis cradle was later replaced." H5 was inadvertantly not completed in the initial report. Field has been updated in this follow up report. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
Customer observed liquid leaking out of the system solution drawer of their alinity m serial number (B)(6). Leakage has been found inside the instrument in the system solution drawer and also outside the instrument. The leakage was outside the instrument footprint. Customer identified the origin of the leakage which seems to be lysis. Customer was wearing protective equipment (ppe). No incident on personal staff. Field service engineer identified that the leak was coming from the lysis cradle. Cradle was removed and cleaned; removing all crystallized lysis in the system solutions drawer. There was no patient involved as the leak was identified by the alinity m system user.